Event description:
The customer reported the touch screen cannot be used; touch screen is unable to be recalibrated; touch screen is not responding properly; touch screen is damaged. The customer reported there was no patient involvement.

Manufacturer narrative:
Patient information was requested and the customer declined to provide the information due to patient privacy. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Event description:
The customer reported the touch screen cannot be used; touch screen is unable to be recalibrated; touch screen is not responding properly; touch screen is damaged. The fse reported there was patient involvement and no patient harm.